Manufacturer narrative:
Failure analysis noted that the insulin pump had button error alarm followed by intermittent buttons due to corroded keypad traces. There was no trace of moisture at the electronic and motor assemblies. The pump passed rewind, basic occlusion test, occlusion test, prime/ compromised force sensor system alarm test, excessive no delivery test and displacement test. The pump had a cracked case at display window corners and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 129 mg/dl at the time of incident. The customer stated that the pump was dropped in the pool and there was fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.